Manufacturer narrative:
Company comment: the serious expected event of infection at implant site and the non-serious expected event of discharge at implant site and the non-serious unexpected event of fatigue were considered possibly related to the treatment. Seriousness criteria includes the need for hospitalization and surgical intervention to prevent permanent damage. The potential root cause includes injection procedure associated with inadequate aseptic technique. The unexpected event of fatigue could be secondary to the event of infection. The case meets the criteria for expedited reporting to the regulatory authorities. Evaluation text: routine investigations have been performed and provide sufficient information to assess the potential root cause and indicate a possible association to the treatment procedure. Lot number was not reported, and the product could not be verified. Several follow-up attempts to contact the reporter have been made but no additional information has been received to date. No similar events of implant site infection out of (B)(4) units sold of restylane lyft with and without lidocaine were reported in australia during the period 2021 to 2023. During the same period, 7 similar events of implant site infection were reported out of (B)(4) units of restylane lyft with and without lidocaine sold worldwide. The performed investigations are therefore considered adequate and no further investigations will be performed until further information becomes available. CAPA comment: no corrective or preventive actions are deemed necessary based on the outcome of the performed investigations.

Event description:
Case reference number (B)(4) is a spontaneous report sent on (B)(6) 2024 by a nurse, which refers to a patient of an unknown age and gender. No information about medical history, concomitant medication, history of allergies or previous filler treatments has been provided. On an unknown date, the patient received treatment with restylane lyft lidocaine to unknown location (unknown amount, lot number, injection technique and needle type). After treatment, the patient developed an infection (infection) and wears (fatigue). On an unknown date, the patient was admitted to the hospital. The hcp had to drain the exudate (implant site discharge) and hylase [hyaluronidase] the area. Outcome at the time of the report: infection was unknown. Wears was unknown. Exudate was unknown. Tracking list: v.0 initial, v.1 several follow-up attempts to the hcp have been made but no additional information has been received to date. The case was reopened to submit a final report.

Manufacturer narrative:
Company comment: the serious expected event of infection at implant site and the non-serious expected event of discharge at implant site and the non-serious unexpected event of fatigue were considered possibly related to the treatment. Seriousness criteria includes the need for hospitalization and surgical intervention to prevent permanent damage. The potential root cause includes injection procedure associated with inadequate aseptic technique. The unexpected event of fatigue could be secondary to the event of infection. The case meets the criteria for expedited reporting to the regulatory authorities. Evaluation text: routine investigations have been performed and provide sufficient information to assess the potential root cause and indicate a possible association to the treatment procedure. Lot number was not reported, and the product could not be verified. A follow-up on the lot number and additional information will be performed. CAPA comment: no corrective or preventive actions are deemed necessary based on the outcome of the performed investigations.

Event description:
Case reference number (B)(4) is a spontaneous report sent on 29-jan-2024 by a nurse which refers to a patient of an unknown age and gender. No information about medical history, concomitant medication, history of allergies or previous filler treatments has been provided. On an unknown date, the patient received treatment with restylane lyft lidocaine to unknown location (unknown amount, lot number, injection technique and needle type). After treatment, the patient developed an infection (infection) and wears (fatigue). On an unknown date, the patient was admitted to the hospital. The hcp had to drain the exudate (implant site discharge) and hylase [hyaluronidase] the area. Outcome at the time of the report: infection was unknown. Wears was unknown. Exudate was unknown.